Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, there was a poor staple formation. It was also stated that the donuts were not complete and that only have of the staple lines were formed. They had to resect and re-staple to fix the staple line. The anastomosis was corrected at the expense of two hours.